Manufacturer narrative:
Insulin pump received with missing end sticker, cracked reservoir tube lip and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's reservoir compartment was chipped and there was missing pieces. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.